Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: (B)(4).

Event description:
Asr revision reported via sales rep, asr x,l unknown side. The patient had persistent groin pain. The asr cup 50mm was cut out and replaced with another company's cup. The s-rom stem was well fixed and retained. The cup was ingrown.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, the patient was revised to address pain. Intraoperative findings include very mild intracapsular tissue reaction. The stem appeared to be well fixed and had no obvious corrosion or any other notable changes. The cup was noted to be well fixed as well with no gross sign of loosening.